Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A surgeon reported that on the first case of the day he pressed the footpedal and nothing happened with the cutter, there was no suction. Instead of removing the oil how he normally would, he had to enlarge the incision in the sclera. He attempted to remove the oil but there was no vacuum or suction. He touched the retina with the handpiece. The patient experienced a hemorrhage which spread into the macula and developed a retinal detachment. The surgeon indicated the cause of the event was the system pressure was "too high" and the handpiece was not working properly.

Manufacturer narrative:
Additional information: the clinical analyst reviewed this file and stated the following: ¿the surgeon reported that on the first case of the day he pressed the footpedal and nothing happened with the cutter (vitrectomy probe), there was no suction. Instead of removing the oil as he normally would, he had to make a big incision in the sclera. The surgeon attempted to remove the oil and there was no vacuum or suction. He touched the retina which caused a retina hemorrhage and then a detachment. The surgeon stated he was told that the system module failed. The surgeon completed the questionnaire and noted that this was the first case of the day. The patient was a (B)(6) male with surgery on the left eye (os). The surgery scheduled was a silicone & perfluoron oil removal. The surgeon stepped down on the system footswitch, but no noise was noted from the cutter. The company sales representative was called to assist with troubleshooting over the phone, but nothing worked. The customer reported a system message [pressure reading is too high. Cutting and pneumatics functions will be disabled]. The surgeon had to remove oil using wall suction rather than the system. The surgeon tried using the fragmatome but it was also malfunctioning. The fragmatome touched the retina and the patient had a hemorrhage, which later on spread into his macula and he also later developed a retinal detachment from the area where the fragmatome touched the retina. The patient will need further surgery. In the surgeon¿s opinion, the device caused/contributed to the event due to the system pressure being too high as well as the cutter (vitrectomy probe) and fragmatome handpiece not working properly. No third party consumables or accessories were used. There were no changes made to the existing parameters. The settings were concurrent with the surgeon¿s typical procedure. The device is stored in a climate controlled area. The 23 gauge vitrectomy pak was used with extrusion tubing. No kinking in the tubing was noted. The fiber detect override was used. The fragmentation mode was proportional. Iatrogenic retinal breaks are well documented and anticipated intraoperative complication of vitreous surgery.¿ the system and fragmatome were examined. The company representative did not indicate finding any issues that would be associated with the reported event. The footswitch cable and the filter oil/air dryer assembly were both replaced, as a preventive measure. The root cause of no vacuum can be attributed to the pneumatics module going into a safe state due to a high pressure reading. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 17, 2015. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported ¿no vacuum¿ can be attributed to the pneumatics module going into a safe state, due to a high pressure reading. However, what caused the high pressure influx cannot be determined conclusively at this time. The root cause of the retinal hemorrhage and detachment can be attributed to the doctor hitting the retina with the fragmatome. The root cause of the reported event of fragmatome not working cannot be determined conclusively. (B)(4).